Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages her diabetes with insulin. That same afternoon, the patient reportedly took a decreased dose of lantus insulin (48 units) and novolog insulin (16 units). About the 5-10 minutes after the start of the alleged issue, the patient claimed she felt symptoms of cold, clammy and sweating. Treatment was not specified. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.